Event description:
Pt was given interferential and mhp to low back (80-150 mhz) for 15 mins. After removal of electrodes the therapist noticed a discolored area 3-4 cm in size. Pt was asked if they felt any burning or pain during the treatment and pt responded they did not. Pt completed exercise program and pt session. Pt's spouse called to report pt had a big hole in their back and they were going to the dr. They requested to cancel all pt appointments and they would not be back. When examining electrode, therapist noticed a small burn area on electrode pad where a wire had branched off from the middle strand. This electrode was used 1x only.

Event description:
Add'l info rec'd from MFR 7/28/04: empi received a customer complaint on jan. 2004, empi conducted an investigation and eval. Empi's quality dept tested the returned product and no electrode defects were detected. Empi also evaluated the reported incident to determine if the complaint met the medical device reporting (MDR) regulatory reporting requirement. The results of the MDR review determined that the reported incident did not meet the definition of a serious injury as defined in 21 cfr 803.3(bb)(1), and empi did not file a medical device report. Reference#: 04-7385.